Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. A pump system error alarm during infusion represents a severity 2- a minor injury to the patient or user that does not require professional medical intervention. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #: (B)(4).

Manufacturer narrative:
This supplement serves as a correction. The reported failure mode has been assessed as not reportable. Our evaluation determined that the event did not pose a risk to the health of patients, users, or bystanders. Additionally, the report did not allege a serious injury or death, nor would the recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #(B)(4).

Manufacturer narrative:
There are no previous complaints on this device. Device return requested. Device requested this MDR will be reopened and updated once the investigation results becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 10/04/2024, znyo medical received a report from the customer reporting a zyno pump had system error. No patient injury/harm reported.